Manufacturer narrative:
(B)(4). The lens remains implanted to date. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after a toric intraocular lens, model zct450, was implanted in the right eye of a female patient, the surgeon noticed rings on the lens. The surgeon mentioned the rings were not as pronounced as those seen on a multifocal lens but asked the nurse to verify that a toric zct lens was used and not a multifocal zmt lens. The surgeon is wondering about the rings seen and wonders if the patient's vision will be affected. The patient's visual acuity pre-op was 20/25 corrected and post-op is 20/25 uncorrected, which the surgeon was satisfied with. The patient is scheduled for a return visit on (B)(6) 2016. No further information was provided.

Manufacturer narrative:
Through a follow up with the customer when asked about the patient outcome, it was stated that the doctor saw the patient, that the rings were still there and there was no complaint from the patient. The product testing was not performed as the complaint device was not returned for analysis; the intraocular lens remains implanted. The reported complaint cannot be confirmed. A manufacturing record review was performed; no associated deviation or non-conformity report (ncr) was generated during the manufacturing process. Manufacturing process control was evaluated and the lens was manufactured according to specification. The in-line optical inspection data shows the lens is within power specification; hence the lens was found to meet the specified cosmetic requirements. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured and released according to specifications. All pertinent information available to abbott medical optics has been submitted.